Manufacturer narrative:
Additional information added to section b5.

Event description:
Additional information received on january 25, 2023: reviewing the media's provided by the facility, there was no evidence of the entanglement of the guidewire device and accurate neo2 device. The media's provided shows what seems to be the patients mitral chordae and there was a picture that shows some measurements of the valve, but no device was present in any of the medias provided. The media was deemed as inconclusive in confirming the reported event.

Manufacturer narrative:
This medwatch report is being filed based on the report of, "the guidewire seemed somehow entangled in the mitral chordae." Although there was no report of patient injury, wire entrapment/entanglement is listed as a potential adverse event in the safari2 instructions for use. It was reported that the device is not expected to be returned for analysis; therefore, no physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As described in the device instructions for use (dfu) warnings section: monitor the wire position throughout the procedure for proper placement of curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. As described in the device instructions for use section: 7. Advance the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.

Event description:
Event description: the guidewire seemed somehow entangled in the mitral chordae. Its position was not corrected during the procedure. Commissural alignment was attempted (device manipulation after insertion). Knob 1 was opened partially, and the position was confirmed again. Knob 1 fully opened, and the same position was kept and confirmed with contrast before deployment. When asked if the position was not slightly high, the 1st operator reassured that he would perform a last forward push. The pigtail was removed at this exact same time, and knob 2 was fully opened. The valve ended up 1-2 mm higher at the annulus on the ncc side after the deployment, which led to a moderate paravalvular leak (pvl seen with echo and angio). There was no attempt to perform a post-dilatation. The physicians decided to prepare a new tavi (edwards sapien 3 ultra, size 26mm). The edwards sapien 3 valve was prepared and implanted at the annulus position. There was no attempt to snare the acurate valve. The patient was doing fine and stable during the whole procedure. After the procedure, we had the chance to discuss the results and the physicians agreed that the valve was deployed slightly high. The 1st operator even mentioned the fact that he was afraid to give a forward push due to the lack of calcification on that native valve. What troubleshooting steps, if any, resolved the issue?: valve in valve procedure (see above). What is the next course of action?: the patient is going to stay two days at the hospital due to his transvenous cardiac pacemaker(which he got prior to the valve in valve event) and a new echo will be performed tomorrow. Patient present at time of event?: yes. Patient complications: no patient complications. Additional information: question: what was suspected to be the cause of the (central/paravalvular) regurgitation? Answer: acurate neo2 positioned too aortic. Question: what was the degree of tortuosity at the aortic arch? Answer: normal. Question: when was the (central/paravalvular) regurgitation discovered? Answer: right after the deployment. Question: what is the status of the patient at this time? Answer: the patient is doing fine. Question: was the end user afraid to reposition because of too much calcium on the valve instead of how it is worded in the complaint. (The 1st operator even mentioned the fact that he was afraid to give a forward push due to the lack of calcification on that native valve.)? Answer: the native valve was slightly calcified, it was stenotic but mostly fibrotic. I think the team was very cautious in advancing the delivery system due to some previous experiences. Question: can we also ask if it was due to the safari2 wire? Answer: I don't think the event was due to the guidewire, but I do think the guidewire was not giving enough support. I think it was a combination of several factors.